Event description:
It was reported that the user experienced episodes of hyperglycemia followed by hypoglycemia while using the ilet, with blood glucose reaching 349 mg/dl and later dropping to 44 mg/dl, including periods out of range for approximately 2.5 hours on two occasions; the user announced meals at or after the onset of hypoglycemia and intermittently paused insulin delivery during lows. Symptoms included feeling mentally fuzzy during the low. Outcomes included successful correction with oral glucose and return of blood glucose to target without outside assistance or medical intervention. Investigation included troubleshooting and education by support staff regarding meal announcements and allowing the automated system to manage suspensions and resumptions. Investigation of this case revealed user-related factors, including announcing meals while already low and manually pausing the pump during hypoglycemia, which could contribute to subsequent highs and lows. It was concluded that the event involved both high and low glucose with cause unclear and that education on treatment of lows, appropriate meal announcements, and reliance on automated pump safety features is indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.